Event description:
This report is being submitted in response to a medwatch report which was received by terumo on (B)(6) 2015. There was no uf/importer report # documented on the k3500a form. The event description states the following: "physician attempting to place a port. "At one point one of the wire seemed to catch and hang on something. As I pulled it back, I felt a small piece of wire may have been left behind; however, it was extraluminal for the vein: it was inside the lumen of the vein, so I was not worried about an embolic phenomenon." Follow up communication with the user facility reported the following information: (1) clarified on the lot number# 140403, documented incorrectly on the medwatch 3500a form as 1400403; (2) the procedure was completed; and (3) the patient was reported as stable, no long term affect.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00120 to provide the return sample evaluation as well as correct the date that was initially reported. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the actual sample had been sheared off the urethane coat on the segment on approx. 55mm-272mm from the distal end of the shaft, exposing the core wire. The sheared piece of urethane coat was not returned for evaluation. Magnifying inspection found that the shear cross-section surface of the urethane layer was in the smooth state. Around 277mm from the distal end, an abrasion in the semi-circular shape was observed. The shearing was found to be generated in the distal direction from the proximal. The outside diameter was measured on the undamaged segment and confirmed to be normal within the manufacturing specifications. The actual sample was peeled off the urethane layer from the wire intentionally in order to check the adhesion level of the urethane layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. A review of the device history record and the shipping inspection record of the involved product /lot# combination confirmed that there were not any indications of production-related problems or any nonconforming indications in the shipping inspection result. A search of the complaint file did not find any other report with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample being pulled through the involved metal needle in the proximal direction in the state of having close contact with the edge of the metal needle, resulting in the shearing of the urethane layer. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire."all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.(B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00120 to provide the return sample evaluation results as well as correct the date that was initially reported.

Manufacturer narrative:
Patient identifier number is (B)(4). This entire number exceeded the allowable character limit so only the first 10 characters were recorded. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code was used in the conclusions section. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned